Manufacturer narrative:
There was no reported pt involvement, therefore no pt data exists. There is no expiration date for this product. The catalog number provided is for the in-light camera cover which is the component identified as allegedly malfunctioning. A photograph of the camera cover was provided from stryker (B)(4) which shows the cracking glass. Add'l eval is being pursued. Eval summary: it is currently unk how the glass came to be cracked, but it is possible that they were dropped or mishandled. Investigation is ongoing. Any add'l info on the cause will be submitted in a f/u report. This is not a single use device.

Event description:
(B)(4). It was reported that an in-light camera cover has shown signs of the glass cracking. There was no report of pt involvement or adverse consequences.